Event description:
This 50 year old female underwent a bilateral augmentation mammoplasty with silicone gel breast implants in 1974. Info regarding the implants is not available to this reporting facility. A mammogram and ultrasound confirm a rupture of the left implant. Gross exam: the left implant is massively ruptured.